Manufacturer narrative:
Continuation : product ID 3778-60 (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2015 product type lead. Product ID 3778-60 (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2015 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was updated that the etiology was at the lead/extension tract. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that there was a post-operative wound infection with dehiscence. It was noted the lumbar site was infected after insertion of a pump infusion catheter that also infected the lumbar spinal cord stimulation lead. Both were removed and the infection was treated with antibiotics and was deemed healed on (B)(6) 2015. It was noted that the event resulted in in-patient hospitalization/prolongation of existing hospitalization, and was unlikely related to the device or therapy, possibly related to the implant procedure, with an etiology noted to have been a surgical site infection/lumbar area. Interventions taken included administering antibiotics, suspending the therapy, and explanting the lead on (B)(6) 2015. The outcome of the event was noted to have been resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of the clinical study reported the patient developed an infection after a procedure for their infusion system. The infection spread throughout the lumbar area and reached the stimulator lead site. Infection was noted during surgical observation. The entire system was removed and not replaced due to the infection. The patient was kept in the hospital for two nights following wound irrigation and debridement and lead explant surgery for monitoring of infection and intravenous antibiotic administration. The etiology was due to the incision site/device tract and was not related to the device, therapy, or implant procedure. The event was considered resolved without sequelae. The patient indication for use was unknown. Refer to manufacturer report # 3004209178-2015-12905 for information about the previous infection that spread to the stimulator site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.